Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to further troubleshoot the reported event. The customer reported error was reproduced whenever the daily run is started. Upon further troubleshooting, the customer found a jammed cup on the waste chute. Fse instructed the customer on how to remove the cup. The customer successfully completed the daily run and quality control run without error, within acceptable range. No further action required by field service. The aia-900 instrument is functioning as expected. The aia-900, serial number (B)(4), was installed on 13-mar-2019. A complaint history review and service history review for similar complaints was performed from installation date 13-mar-2019 through aware date (B)(6) 2019. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states: [4153] c.trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event is due to cup obstruction in cup transfer waste chute.

Event description:
A customer reported getting error message "4153 cup transfer z home overrun" on the aia-900 instrument. The customer has tried to perform an all set home function, but the error persisted. Instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.